Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/25/2019 . A follow-up report will be submitted once the investigation has been completed.

Event description:
Caller reports that the unit is not recognizing the external oxygen (o2) sensor. No patient/user harm reported. Event date not specified; estimate used.

Manufacturer narrative:
Report date: 13feb2019. Date received by manufacturer: 11feb2019. Followed up with customer who reports that this has been passed off to another biomed and he's not sure that biomed is ready to work with these units. Caller advised us to close the case and they will call back when they get ready to proceed with repair. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.